Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. The pump was powered on and the display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment and a dim/fading color spectrum display issue. This report is made based on results of investigation completed on (B)(6) 2018.